Manufacturer narrative:
The expiration date is unk because the lot number is not known. The manufacture date is unk because the lot number is unk. The reload and the concomitant device were returned for analysis. Visual examination showed that the housing of the stapler was bent, and that the reload had some damage consistent with its having been improperly installed into the device. The cause of the damage to the device is not definitively known, but given the damage to the reload, it is possible that the damage came about as a result of an attempt being made to fire an improperly installed reload. This issue will be monitored. Eval summary: the device had a damaged housing and after unit was repaired, it worked as intended. Reload was not installed properly in the housing.

Event description:
After a reload had been fired in a distal partial gastrectomy procedure, bleeding was observed at the staple line. A check of the staple line showed that some staples were unformed. The staple line was then cut out, and the procedure was completed by means of another device.